Manufacturer narrative:
(B)(4).

Event description:
Upon device interrogation programmer noted that the lv lead was on but was barely pacing. On (B)(6) 2016 the lead had been reprogrammed. Lead dislodgement was suspected. A chest xray was performed today which revealed "interval retraction of the coronary sinus lead. Other leads intact." Patient is scheduled for a follow up visit with ep. The lead was programmed off.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2016 - this lead and the associated ICD were explanted today. They were replaced with a qp system. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Upon device interrogation programmer noted that the lv lead was on but was barely pacing. On (B)(6) 2016 the lead had been reprogrammed. Lead dislodgement was suspected. A chest xray was performed today which revealed "interval retraction of the coronary sinus lead. Other leads intact." Patient is scheduled for a follow up visit with ep. The lead was programmed off.

Manufacturer narrative:
On (B)(6) 2016 - this lead and the associated ICD were explanted today. They were replaced with a qp system. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.